Manufacturer narrative:
This is a report of a use error where the patient had pulled on their transfer set causing the disconnection from the catheter. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that a luer transfer set fell off of a catheter. The patient was not connected to the homechoice at the time of this event. The patient stated that their patient line had come undone and they were draining into a bucket. The technical service representative (tsr) confirmed the transfer set had actually disconnected from the catheter. The tsr advised the patient to go to the hospital. Product surveillance contacted the patient¿s registered nurse (rn) regarding the reported event. The rn stated the patient had pulled on their transfer set (ts) causing the disconnection. The metal adapter was intact and did not have any damage. The patient¿s ts was replaced. The rn advised they did not have any product information for the ts as it was replaced at the emergency room. The patient had been able to successfully complete therapy since the new ts had been put in place. There was no patient injury or medical intervention associated with this event. No additional information is available.